Manufacturer narrative:
The reported event of sensing anomaly and inappropriate therapy was confirmed via review of device data. Analysis of the device in the lab showed noise was present across all sensing channels. Electrical testing revealed an unregulated supply voltage due to an intermittent capacitor connection in the hybrid. The cause of the reported event was due to the intermittent capacitor connection in the hybrid.

Event description:
It was reported that noise leading to oversensing and the delivery of inappropriate therapy was observed on the device. The event was resolved by explanting and replacing the device. The patient was stable and will continue to be monitored. There were no adverse consequences.